Manufacturer narrative:
Concomitant medical products: product ID: e tuf2514c102e, serial/lot #: (B)(4), ubd: 04-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported approximately one year post the index procedure, the patient presented emergently. A CT demonstrated a ruptured pseudo aneurysm in the right external iliac at the distal end of the 16x10x156. Due to the patients poor condition the physician excluded open repair and elected to extend the graft with a 10x10x82 graft. Final angio confirmed no extravasation and the patient is reported to be recovering well. Per the physician the cause of the psuedaneurysm was due to an infection. The patient's fem-fem graft became infected along with the aui device and the limb. This infection led the external iliac to become weakened. The cause of the graft infection was due to a wound infection. No additional clinical sequelae were reported and the patient is fine.